Event description:
Caller alleges, imprecision with inratio. Results as follows: first test inr= 6.1 second test inr=4.0 third test inr= 2.4

Manufacturer narrative:
Inratio precision data provided by end-user lot ni: first test inr= 6.1 second test inr=4.0 third test inr= 2.4. Mean= 4.2; sd= 1.9; %cv= 44.5%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Test strip lot number is unavailable so further testing cannot be performed.